Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative, the reported complaint was not duplicated onsite. The user changed out the air bubble detector (abd) and were able to continue the procedure. They have not had any issues with the new abd.. Per data log analysis, on 27jul2020, each time the air detection is enabled the air detector alarm occurs immediately. This happened many times even after exiting and reopening the perfusion screen. There was no way to tell from the log if air was present, or if the sensor was not fully connected, or if the sensor was not properly attached to the tube. The immediate alarm may be what the user reported as a bubble detected error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the air sensor to perform as intended throughout the evaluation. During water loop testing, the air sensor alarmed when air was present and had no false alarms.

Event description:
It was reported that the air bubble detector (abd) had an error. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.